Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and reported that the pump supplies would be changed. Reportedly, the customer was wearing the infusion set for 3.5 days, and the cartridge for 5 days. Tandem technical support (tts) informed customer that wearing the infusion set for 3.5 days, and the cartridge for 5 days, is off label per the tandem user guide. Customer¿s blood glucose level was 389 mg/dl.